Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The exhalation check valve was replaced to resolve the reported issue. The customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported a high co2 error. There was no report of patient injury.